Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: fallopian tube,perforation (fallopian tube)') and pregnancy with contraceptive device ('pregnancy (termination)') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included preterm labor. Essure confirmation test(s) were conducted. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), apathy ("hormonal changes describe: zero drive"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), vaginal infection ("vaginal discharge dripping pus from vagina to the point of needing a pad") and vision blurred ("vision/eye problems type: blurry vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, apathy, migraine, headache, nausea, allergy to metals, anxiety, depression, vaginal infection and vision blurred outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, anxiety, apathy, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure (ess205). The reporter commented: in pfs , it was reported pregnancy (no complication)and pregnancy (termination) but termination was specified. Essure confirmation test(s) conducted, specify - test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received. Reporters information updated. Event: injury were updated to abnormal bleeding (vaginal).new event: menorrhagia, apareunia (inability to have sexual intercourse),dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe:zero drive,infection (bladder/ urinary tract/vaginal), migraines / headaches, nausea, nickel allergy, pain: pelvic , abdominal , perforation (fallopian tube), pregnancy (termination), psychological or psychiatric problems condition: anxiety, depression,vaginal discharge, vision/eye problems type: blurry vision were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.